Manufacturer narrative:
Investigation conclusion: it is indicated that no product is available for return from the customer. The customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested in-house with 3 high-level hcg urine controls. All results were hcg-positive at the read time and met the qc specification. No false negative results were observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer provided the following timeline of events: on (B)(6) 2016: the patient received a serum quantitative result of 20,152 miu/ml. A sonogram indicated a potentially non-viable pregnancy. A follow-up visit was suggested to the patient. On (B)(6) 2016: the patient went to the emergency room for an unknown reason. The customer indicated it might have been for a follow-up visit. A urine sample ran on the cardinal health rapid test hcg combo 30t produced a false negative result at 3 minutes but became a faint positive sometime after 5 minutes. This urine sample was reported to be cloudy and was spun down prior to test. The specific gravity of the urine was reported as 1.028. A beta-quantitative hcg test was ordered at the same time and produced a positive result of 164,808 miu/ml. The customer repeated the cardinal health rapid test hcg combo 30t test using diluted urine with a positive result. The customer also repeated the cardinal health rapid test hcg combo 30t test using serum with a positive result. Date of last menstrual period is unknown.